Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the magazine was used at a sleeve stomach surgery. After firing and removing, the surgeon noticed that all the clips were opened. The opened stomach had to be oversewed by hand. No person injured. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.